Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with faded serial number label, cracked keypad overlay at select button, minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the back of the pump. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.